Event description:
It was reported the powerseal curved jaw sealer and divider was not emitting energy. The issue occurred during a therapeutic total laparoscopy hysterectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Two additional complaints were created (B)(4) to capture the other reported events. Should additional relevant information become available, a supplemental report will be submitted.